Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patients ipg incision re-opened and the device was exposed. Patient underwent surgical intervention on (B)(6) 2018 to explant the entire scs system.

Event description:
Follow-up revealed the patient's wound has healed.